Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the dream station auto CPAP unit has electrical smell. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging the dream station auto CPAP unit has electrical smell. There was no report of patient harm or injury. The device was returned to third party service center. During the evaluation, the device was visually inspected and found no contamination in the device. There was no presence of foam particles inside the blower kit. The manufacturer is submitting this report as non-reportable event. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.